Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance measurements of greater than 125 ohms since the implant of this device. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.